Manufacturer narrative:
Qn#(B)(4). Lot numbers 15gg21 and 15dg05 are the two potential lot number reported by the user facility.

Event description:
The customer alleges that after oral surgery, when the patient was nasally intubated, the surgeon noticed that the tube had caused damage in the mucous membrane. Intervention - this issue required suturing of the tissue. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The actual sample was not returned for evaluation; however, the customer returned a representative sample. A visual exam was performed and there were no obvious defects observed. The curvature of the sample and the cuff diameter were checked and found to be within specification. Due to the absence of the actual sample, the complaint could not be confirmed. The returned representative sample was found to be within specification. It is possible that the issue was caused by the handling method of the end user, although this could not be confirmed.

Event description:
The customer alleges that after oral surgery, when the patient was nasally intubated, the surgeon noticed that the tube had caused damage in the mucous membrane. Intervention - this issue required suturing of the tissue. The patient's condition is reported as fine.